Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported that ¿in speaking with the olympus technical assistance center (tac) via phone, while the doctor was performing an endoscopic retrograde cholangiopancreatography (ercp) on a patient, the duodenovideoscope's elevator "snapped or broke." There was a difficult cannulation, and the patient was very sick. The elevator broke after cannulation was achieved, and this occurred at a very crucial part of the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon device evaluation, no reportable malfunctions were found. Per the legal manufacturer, this issue of a broken elevator is not likely to cause or contribute to death or serious injury if the malfunction were to recur.